Event description:
It was reported that there was inability to aspirate any fluid from the catheter access port (cap) on the date of this report as well as several months ago when this was also attempted. A computerized tomography (CT) scan maybe performed to determine the catheter tip positioning and if there were any loculations or other catheter issues present. There had been two cases of unexplained significant overdoses with this patient. Reportedly troubleshooting, including changing patient positioning, needle orientation, and a smaller syringe were already attempted with no success of aspirating drug via the cap. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were three times in which there was itb (intrathecal baclofen therapy) overdose that was not related to programming error (B)(6) 2013. It was noted that the patient was stable the day prior, no changes in tone, went to bed and was "unarousable" and flaccid in the morning. The patient was taken the ed (emergency department) each time, does decreased by 20% each time with improvement in symptoms. It was added that on (B)(6) 2013 catheter access port aspiration was attempted but unable to withdraw fluid both times. It was also noted that they were unable to inject dye. The patient was receiving effective therapy "though on 1/3 of previous dose." The device was not explanted. It was further noted that the events "were not around refills or dose changes." The device system was used to infuse lioresal.